Event description:
It was reported that following an ablation procedure, the patient experienced hemorrhagic conversion at the laser site. The hemorrhage was noted on a computed tomography (CT) scan. The patient was difficult to arouse and was not following commands. The patient had a prolonged stay at the hospital due to this event and was discharged (B)(6) 2019. The event is still considered ongoing. It was noted this was definitely related to the surgical procedure. There were no patient complications reported in relation to this event.